Event description:
A (B)(4) returned monitor (B)(4) and sent an e-mail stating the "monitor was broken [before] pt was going into the operating room." Servicing of the monitor revealed a reportable event.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (damaged monitor case) has been investigated. Upon eval the case was completely separated and the monitor would not power on. The cause for the monitor not powering on was a dislodged interconnect pca board. The cause for the dislodged interconnect pca board cannot be positively determined but was likely the result of a drop or excessive force. The monitor powered on after the interconnect pca board was repositioned. No adverse event resulted from the damaged monitor.